Manufacturer narrative:
Additional information was received that the patient's ipg explant procedure was due to poor wound healing that potentially compromised the sterility of the ipg. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an ipg explant procedure for an unknown reason. No device malfunction was suspected.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient underwent an ipg explant procedure for an unknown reason. No device malfunction was suspected.